Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10. As reported in a research article, a patient was implanted with a 27mm tailor flexible annuloplasty ring; an event of permanent pacemaker implantation, congestive heart failure, aortic stenosis, and tricuspid regurgitation was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "evaluation of re-tricuspid valvuloplasty for severe tricuspid regurgitation occurring following tricuspid annulorrhaphy", was reviewed. This research article presents a case study on a (B)(6)-year-old female who underwent mitral valve replacement(mvp) and tricuspid annulorrhaphy(tap) using a 27mm tailor annuloplasty ring due to mitral regurgitation (p3 prolapse) and moderate functional tricuspid regurgitation(ftr). There was no tricuspid regurgitation noted right after the surgery and a pacemaker was implanted as well during the hospitalization. Seven years later, the patient experienced congestive heart failure, aortic stenosis and severe tricuspid regurgitation. The patient underwent an aortic valve replacement and tricuspid valve replacement(anterior-posterior leaflet approximation) and the pacemaker lead was removed. Moderate tricuspid regurgitation was confirmed immediately after the surgery. 3 years post re-do surgery, there was no exacerbation of tricuspid regurgitation and no recurrence of congestive heart failure.